Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer lost the sensor and went to take a shower when the sensor came out of his back, he did not notice it on time , patient tapes 2 tapes, and an extra tape to secure it. No harm requiring medical intervention was reported. The sensor will not be returned for analysis.